Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer and replaced the rf preamp (solid state rf detector card), resolving the rf voltage low errors and the latron control recovery. The beckman coulter internal identifier for this event is (B)(6).

Event description:
A customer reported that a coulter lh 500 hematology analyzer alerted to rf (radio frequency) voltage low; additionally, no latron control results were recovered. Erroneous results were not generated and there was neither death nor serious injury or change to patient treatment as a result of the event.